Event description:
It was reported that the patient was on his way to the hospital to have a magnetic resonance imaging (MRI) study, and the patient thought it was pump related. The patient reported, he was not feeling well for approximately the past 10 days, was losing his balance and speech, and he was sweating. The patient noted he just had the pump put in and ¿now he is really messed up¿. The patient noted going to the physician approximately one week ago and the physician told the patient that this should not be the result of the pump. The patient also reported having bleeding in the ear approximately 5 days ago. The patient reported he thought he was getting overdosed and that he had 5.5 dilated. The pump system was being used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).